Event description:
High thresholds were noted on this lead. The lead was successfully repositioned on (B)(6) 2010 and all records indicate it remains actively implanted. Should additional information become available, this event will be updated.